Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed system logs and verified the presence of fault 40096, followed by multiple 311 and 307 errors associated with the master supervisory controller (msc). All consoles were isolated, and the issue was traced to the vision tower. The fse reprogrammed the msc and performed a full system check and test drive. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 40096, 311, and 307 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the msc.

Event description:
It was reported that prior to starting da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that they keep getting a fault on the system. Prior to calling in the customer power cycled and then hard power cycled the system per the clinical sales representative (csr) advice. System powered up again both times and faulted out with 40096. Tse could see the fault in the live logs followed up by several 307s and 311 fault. Tse informed them that a field service engineer (fse) will need to come in to resolve the faults. The customer is not sure what they will do the case with. There was no patient involvement.